Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin) result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The initial erroneously elevated result was not reported outside the lab. The customer re-spun the sample aliquot prior to repeat analysis. The customer re-ran the sample and it was within the reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse found the wash arm lead screw bushing to be worn. The fse replaced the assembly and realigned it. The fse then ran system check and quality control (qc) which met specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.